Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, alinity ca19-9 ln 08p32-20, which has a similar product distributed in the us, list 08p32-21/31.

Event description:
The customer observed a falsely elevated ca19-9 result on the alinity analyzer. The following data was provided for a (B)(6) male patient: initial 209, repeat 301, 277, 280 (44% shift). Data from a year ago was provided (8.6 u/ml) along with other cancer marker results. There was no impact to patient management reported.